Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is deceased. There was an electrocardiogram (ECG) waveform record that appeared to show an implant able cardioverter defibrillator (ICD) pacing failure. Fourteen minutes later, the ECG appeared to show ventricular fibrillation (vf); however, the ICD did not deliver a shock. The patient returned to sinus rhythm, but they subsequently died of cardiac arrest. When the ICD was checked, there were no episodes recorded. It was indicated there had been a right ventricular (rv) lead threshold increase and suspected undersensing. It was noted that that it was unknown whether there was a problem with the myocardium or the ICD.